Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. On (B)(6) 2014, the patient's inratio2 inr at 13:00 was 2.1. The patient was feeling extremely weak and went to the emergency room. The laboratory inr at approximately 19:00 was 5.2. The patient's therapeutic range is 2.0 - 3.0. The patient was hospitalized with a diagnosis of upper gastrointestinal (gi) bleed and anemia. At 19:13, the patient's hemoglobin (hgb) was 6.7 and hematocrit (hct) was 18.8. Treatment included administration of vitamin k, blood transfusion and fresh frozen plasma (ffp). The patient underwent endoscopy. Although requested, no additional information was provided.